Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had multiple no delivery alarm during basal and bolus. Customer's blood glucose was 12.1 mmol/l. The customer doesn't have a spare infusion set. The customer was advised to run a 5 units of fixed prime. Customer reported that a no delivery alarm after 0.7 units. The customer was asked to remove reservoir from pump and push insulin through the tubing using the plunger. The customer was asked to exert more force on the plunger and insulin did exit the tubing. The customer did not have a spare reservoir. The customer was advised to change reservoir as soon as possible as this appears to be the cause of the occlusion. The customer was advised that we are shipping reservoir replacement.